Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, on the stomach, the device fired fine for the first 3 firings of 2 black 60mm and 1 purple 60mm reloads, then on the 4th firing of another purple 60mm reload, the entire handpiece failed to fire, the surgeon was able to press the green button and squeeze the handle. The device was opening and closing freely, but not engaging with the attached reload when the doctor went to release the safety to activate the blade and deploy the staples. A new reload and stapler was used to resolve the issue. There was no patient injury.